Event description:
Trice medical tx 2 procedure pack (reference # 554-2003-001, lot # 0922401, expiration 04/01/26) was used for a podiatry procedure. When the surgeon removed the tx 2 microtip handpiece from the patient, the end of the tx2 microtip handpiece came apart in pieces. All parts were accounted for, x-ray confirmed no retained pieces of handpiece. (B)(6), representative for tenex was present for case.